Event description:
It was reported that at implant no current of injury was seen after the helix was extended. A capture anomaly and high pacing lead impedance were also noted. The physician replaced the lead.

Manufacturer narrative:
The reported field events of a capture anomaly and high pacing lead impedance were confirmed in the laboratory and was due to excess medical adhesive found on the ring electrode.